Event description:
The MFR rep reported the pt's device system was removed after 11 months implant duration due to meningitis. No symptoms were reported. The drug used in the pump is morphine. Add'l info has been requested from the hcp, but was not available on the date of this report.